Event description:
On 7/7/94 surgery of total nail avulsion first, third and fourth digit right foot, partial medial avulsion first digit left foot, partial matricectomy lateral first digits left and right foot. Antibiotic therapy begun post-op. Wound opened.